Event description:
The customer reported the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2 was evaluated and the voltage was increased from 4.9vdc to 5.2vdc. The system was tested and found to be working as intended and returned to service.